Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an esophageal cancer radical surgery. Upon prepare to cut off the esophagus, the stapler was not able to fire. The patient was alive with no injury.